Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 04/03/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver log was reviewed, finding no errors related to the incident date of the complaint. A global receiver functional test was unable to run on the receiver due to intermittent power. The receiver case was opened for interior inspection and it failed. The reported event of initializing screen without manual restart was confirmed. A root cause was determined to be the assembly error with battery cable found not seated properly at jp1 main board.